Manufacturer narrative:
D4: lot number is unknown. E1 - initial reporter phone: (B)(6). The device is available for evaluation; however, has not been received.

Event description:
The event involved a chemoclave vented bag spike which was reported chemo drug couldn¿t drip, and the silicon was sunken after disconnection.(2 incidents occurred.) The event occurred during infusion. There were no concomitant drug and no concomitant device involved. There was no bleedback, with formosa chemo drug, no biohazard, and no user facility medwatch. The device was not reprocessed or resterilized. Sample are available for return. Sample pictures is not available. There was patient involvement, no delay in critical therapy and no adverse event or patient harm.